Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a universal vented vial spike, clave®. The customer reported, particulate (characterized as polyethylene terephthalate (pet)) has been observed in clinimacs pbs/edta buffer associated with vial spike w/ clave dual vented IV access. There was unknown patient involvement and unknown human harm reported.